Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was heavily scratched and difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.